Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Supplemental to update (B)(4) no longer applies.

Event description:
Additional information received from the consumer reported that his machine kept telling him the implant battery was charged even though he knows it was very low. Troubleshooting had the patient check with the programmer and it showed that the implant battery was fully charged and the patient described the battery sufficiently charged message on the recharger. The patient stated the reason he believed the implant was low was because he used it practically all night and when he ¿cut it on¿ in the morning he could barely feel the stimulation sensation. Troubleshooting had the patient increase stimulation and the patient was able to increase to a desirable spot. It was reviewed that the strength of stimulation sensation did not mean the battery was low. The patient mentioned meeting with a manufacturer representative who got the battery going again at the healthcare provider¿s office after his previous call. Troubleshooting resolved the issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) wasn¿t working and wouldn¿t ¿cut on.¿ the patient stated that the ins battery was three quarters charged; they were trying to turn stimulation on and recharge. It was further reported that there was poor communication on the patient programmer and communication was unable to be established with the recharger. The patient noted that their last successful recharging session was three weeks prior to the date of this report. The patient was to follow up with their healthcare provider (hcp) to have the device checked. It was noted that the issue started a day prior to the date of this report. No patient symptoms were reported and there were no complications. Indication for use is non-malignant pain.